Event description:
Customer complaint: limited data available. Consumer states that she has been shocked by the heating pad.

Event description:
Customer complaint - limited data available consumer states that they were shocked by the heating pad.